Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up when an alert for high impedance was found. High capture threshold and decreased sensing were also observed. Lead fracture suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.